Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving dilaudid (10 mg/ml at 2.8 mg/day) via an implantable pump. It was noted that the other medication that the patient was taking at the time of the event was dilaudid. The pump¿s indications for use were non-malignant pain and failed back surgery syndrome. It was stated that the patient reported significant increase in pain in late (B)(6). ¿clinic boll¿ was used without relief and the medication flow was reduced to assess patency. It was also reported that ¿side port¿ was unsuccessful and that there was a catheter fracture. The patient was scheduled for catheter replacement and pump exchange in the near future. Surgical intervention was scheduled for (B)(6) 2016. At the time of the report, the patient was alive with no injury and the event had not been resolved. The event date was provided as (B)(6) 2016. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.